Event description:
It was reported that the hydrophilic coating was missing. The target lesion was located in the liver. A renegade hi flo catheter-infusion was selected for use. During preparation, the hydrophilic coating was missing and incomplete. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).